Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt anastomosis. A 3.5 x 4 symmetry catheter was advance for dilatation. During initial inflation at 15 atmospheres the balloon ruptured. The device was replaced with another of the same device and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt anastomosis. A 3.5 x 4 symmetry catheter was advance for dilatation. During initial inflation at 15 atmospheres the balloon ruptured. The device was replaced with another of the same device and the procedure was completed. No patient complications were reported. The device was returned for analysis. A visual and microscopic examination found no issue with the profile of the tip of the device that could have potentially contributed to the complaint incident. A visual and microscopic examination found no issue with the profile of the markerbands that could have potentially contributed to the complaint incident. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual and microscopic examination identified a balloon longitudinal tear beginning at the proximal end of the proximal markerband and extending approximately 6mm distally across the balloon material. A visual and tactile examination found no kinks or other damage along the shaft of the device. No other issues were identified during the product analysis.